Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a highest cgm reading of 299 mg/dl over several hours after announced breakfast and lunch while using an inset infusion set in the abdomen with a dexcom g7; no fingerstick confirmation was performed, and glucose trended down later. Symptoms included sleepiness and drowsiness. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and no specific component issue identified, and the event was categorized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.